Event description:
It was reported that the ilet displayed an occlusion alarm while using a teflon infusion set with 23-inch tubing, and the user noted low insulin volume and an itchy insertion site; after changing the cartridge, connector, and infusion set, insulin delivery was resumed and the alarm resolved, consistent with an obstruction of flow associated with the connector/coupler component. Symptoms included skin irritation at the infusion site. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation of this case revealed evidence consistent with a deformation-related issue causing an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.